Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion being treated was located in the severely tortuous, severely calcified mid to distal right coronary artery (rca). Predilation was performed with a 1.5mm maverick2 balloon. Intravascular ultrasound (ivus) was performed; however, no cross and lost image occurred upon attempt to cross the lesion. Predilation was again performed with an unknown 2.5x12mm balloon. Ivus was performed. The physician introduced the 3.50x32mm taxus liberte stent and no cross occurred after several attempts to cross the lesion. It was noted that stent damage occurred. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) - the complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4)